Manufacturer narrative:
Analysis of the cart 9733858 s7 assembled staff 220v (serial #: (B)(4)) found that the connection cabling/hardware was damaged (auto-registration - optical only). Product event summary #s7 could not register instruments other relevant device(s) are: product ID: 9733858, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred in servicing. It was reported that instruments could not be registered, the camera was not working. No patient present.